Event description:
Country of complaint: (B)(6). Needle detachment multiple times during surgery.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 17 closed samples and 4 open and unused samples, without the second pack. There are no previous complaints of this code batch. There are no units in stock. Needle attachment tests of the closed samples was performed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.